Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the patient noticed that the ins moved in the pocket and that it was ¿1/2 way above the incision site and ½ below.¿ the patient reported that they needed an MRI to evaluate the position of the ins. The patient reported that the healthcare provider (hcp) planned on cutting the pocket 1 cm deeper and making sure that the ins was below the belt line. No further complications are anticipated.